Manufacturer narrative:
It was reported that the battery turned off during patient treatment. The patient has been hand cranked and the device has been plugged back into an ac outlet. The device has been used until the end of the treatment. No harm to any person has been reported. A getinge service technician was on site on 2022-09-23 to repair the affected rotaflow (serial#(B)(4). The technician confirmed that the battery was not taking a charge. The battery pack with fuse (material#70101.7188) has been replaced by a getinge service technician. After the replacement the device is working as intended. The getinge service technician confirmed that the most probable root is a battery pack that has not been maintained properly (battery was only due for a replacement in june 2023). The failure mode "battery turned off" can be linked to the following most possible root causes according to the rotaflow risk management file. Battery power failure e.g.: defect batteries and user forgot recharge. Based on these investigation results the reported failure could be confirmed. The review of the non-conformities has been performed on 2022-10-04 for the period of (B)(6) 2008 to (B)(6) 2022. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. The product in question was produced in 2008-10-01. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support. System rotaflow system/ 4.4 / en / v15. Chapter 3.3.4: check battery capacity every 6 months, at the latest. The battery must be replaced by the authorized technical service every 2 years, at the latest. The battery must be replaced sooner if it cannot be fully charged within 8.5 hours or if the system cannot be operated with the fully charged battery. Chapter 5.6.1: before starting the application, check the points listed in "check before every use". Before each use, ensure that the batteries are fully charged. If the battery capacity is low an acoustic signal sounds on the device. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
It was reported that the battery turned off during patient treatment. The patient has been hand cranked and the device has been plugged back into an ac outlet. The device has been used until the end of the treatment. No harm to any person has been reported. Complaint ID: (B)(4).